Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to erosion. Reportedly, the device was protruding from the pocket. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to erosion. Reportedly, the device was protruding from the pocket. There were no additional adverse patient effects reported. The lead was explanted. Additional information indicates that infection was not confirmed and the event occurred is device erosion only. The lead was explanted with the device to change the system. There were no issues with the lead. There were no additional adverse patient effects reported.